Event description:
Customer reported that the insulin pump alarmed motor error randomly during the day. Customer does not recall any events leading to the alarm. Customer stated he does not use the sensor feature and is able to rewind the insulin pump. Blood glucose level is 325 mg/dl; treated with insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.